Manufacturer narrative:
(B)(4). Month and day of the event: unknown. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic hepatectomy, the el5ml clips is cross tip so that surgeon cannot use it on tissue or vessel then nurse open another new el5ml.